Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of silicone sleeve of the clave port remained in the depressed position. The option-lok male adapter of the tubing sets were connected to the patient's IV access sites and were being used for intermittent deliveries of unspecified medications and intermittent blood draws. On unspecified dates, the male adapter of unspecified syringes were connected to the clave ports of the tubing sets for deliveries of 10ml of normal saline or for blood draws. After unspecified lengths of time, the customer contact reported that the silicone sleeve of the clave ports remained in the depressed position. No specific details were provided. It was reported that solutions leaked and unspecified volumes of blood loss were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these patients. No medical intervention were required. Though requested, no add'l info was provided.